Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 150 mg/dl. Product is being replaced.

Manufacturer narrative:
Pump received with blank display due to b1/ibb broken solder joint. Unable to verify motor error due to blank display. The motor was tested outside the device and passed. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.